Event description:
The filter was unable to be passed through the sheath to be deployed in patient. There is a sheath that is inserted through the femoral vein into the ivc. The filter is then passed through the sheath to be deployed into the ivc of the patient. The filter would not pass through the sheath and had to be pulled out. A replacement ivc filter was brought in and the new sheath was exchanged out and the filter was deployed into the patient. There was no harm to the patient.